Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on 21-nov-2017 the patient experienced a blood glucose of 44mg/dl, with disorientation, associated with an alleged history settings/issue. Reportedly, the patient remained on the pump and was treated in the emergency room by their healthcare provider with glucagon. During troubleshooting with customer technical support, it was revealed the patient was using the continuous glucose monitoring system to alert her when her blood glucose is low. The patient received a transmitter low battery alert at the time of the low blood glucose. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.